Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the product was approved for use. The DHR anomaly is not related to the reported event. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system including an ipg and surgical lead on (B)(6) 2011. The patient's lead was previously explanted due to the development of a hematoma (see MFR. Report # 1627487-2011-00373). Additional surgical intervention was undertaken on (B)(6) 2011 to remove the patient's ipg. No further complications were reported.